Event description:
It was reported that the user had the third prong on powered wheelchair charger removed. When the user was sitting in the chair, an electrical current came up through the user's toes and caused burns to her legs and got open sores. It is unknown the extent of the medical intervention. Should additional relevant information become available, a supplemental report will be submitted.